Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml at 3 mg/day) via an implanted pump. It was reported that during the routine pump replacement surgery, the hcp wanted a new connector pump segment piece due to damaging the connector when removing it from the old pump. The hcp could not get the existing catheter segment to feed onto the collet of the proximal revision kit despite numerous attempts. An accessory kit was then opened for another collet and the hcp was still having extreme difficulty with getting the existing catheter to feed onto the collet pin. The hcp had trimmed the existing catheter end to see if it would feed into the connector easier, but it would not. He then requested an old style connector pin, but after being informed it was not compatible with the patient¿s catheter, the hcp worked with the accessory kit collet again. He was only able to get the existing catheter segment side barely into the connector collet. The catheter segment from the proximal revision kit fed into the collet easier and was able to connect without issue. Once both sides were connected, both ends appeared to be secure after tugging on both ends. It was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8784 collet, serial#: (B)(4), product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 12-feb-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter to catheter connector from catheter model 8784 was returned for analysis. Analysis found ¿catheter pin connector collet detached from the connector¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.